Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue and found that the unit had a compressor fault detected, power up fault code 14 and fault 77. The fse replaced the vacuum regulator and damaged o-ring, but the unit still had the reported issue. The fse then changed the drive manifold and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue and found that the unit had a compressor fault detected, power up fault code 14 and fault 77. The fse replaced the vacuum regulator (0103-00-0633) and damaged o-ring, but the unit still had the reported issue. The fse then changed the drive manifold (0104-00-0031) and the unit passed all functional and safety tests and was returned to customer. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 24 oct 2024. The failure analysis and testing dept. Received part number 0104-00-0031 and 0103-00-0633 with a reported unit failure of a compressor fault detected, power up fault code 14 and fault 77. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures confirmed in either part. Retaining the parts in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an ¿iabp may require maintenance¿ message. Cardiosave IFU recommendations were reviewed. They indicated that they had a backup pump available and would transfer the therapy to it very soon. It was reported that the therapy was not interrupted.